Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 114 mg/dl. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer realized that one on of the bubbles was actually a discoloration of the tubing that looked like an air bubble. Thereafter, the customer was advised to store insulin in room temperature to prevent gassing out. The customer was sent replacement supplies. No further information was provided.